Event description:
A consumer reported his implantable neurostimulator (ins) was located under the rib cage and was loose/moving around in the pocket. He had lost a lot of weight and it bothered him when he had his pants pulled up and the ins was moving. He was wondering if he could have the ins put in a different part of his body. The consumer was referred back to his doctor to discuss revision/repositioning of the ins. Indication for use included spinal pain.

Event description:
Additional information was received from the patient. It was reported that no steps were taken to the ins moving in the pocket - "doctor and teck. All ok." The issue was resolved as the ins was not out of the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.